Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound dehiscence and wound infection cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 44-year old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2018. On january 23, 2024, novocure was notified that the patient experienced a wound complication characterized by the opening of the surgical resection scar. The healthcare provider (hcp) recommended temporarily discontinuing optune gio therapy for a period of three weeks. According to the available medical records, during an office visit on (B)(6) 2024, the physician observed a skin abrasion over the midline of the surgical scar and scheduled a follow-up appointment in three weeks to assess the healing of the abrasion and the resumption of optune gio therapy. On (B)(6) 2024, during an oncology consultation, the patient was found to have a scalp wound infection following her third surgery, which was subsequently treated with unspecified intravenous antibiotics followed by reconstructive surgery. The physician reported that the scalp wound was healing well, although an additional four weeks off optune gio therapy was advised, along with the continuation of topical steroids for the abrasion resulting from optune gio therapy. During a dermatology appointment on (B)(6) 2024, it was noted that the patient had developed an area on the scalp, at the border of the surgical resection scar, which periodically broke down and formed a sore. This recurrent wound was suspected to be related to inflammation caused by ingrown hairs along the scar border. On september 30, 2024, the patient reported a temporary discontinuation of optune gio therapy for two weeks, as the sore had reopened during the use of the transducer arrays. It was also reported that she developed a staphylococcus infection in the same area for the second time, which was currently being treated with unspecified oral and topical medications prescribed by the hcp. The prescribing physician was contacted for further information with no reply.